Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system was experiencing freezing/glitching issues when loading the cranial software. It happened shortly after booting into the cranial application, it happened twice (once on the surgeon selection screen, once in the patient registration screen). After that the manufacturer representative (rep) was able to work thru the workflow without any issues, after the system was restarted. Additional information was received stating that the rep did not check the surgeon monitor, however they confirmed that the system was unresponsive to any inputs or mouse clicks. They tried to soft reboot the system using ctrl + alt + backspace which did nothing. They had to hard shut down the system to resolve the issue. The probable cause is thought to be a video card or video splitter failure. No patient was present at the time of the event.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9733763, version #: 2.2.8 h3) the software team investigated the reported issue and the information provided was insufficient to determine whether a software anomaly contributed to the reported behavior. Suspecting hardware issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.